Event description:
It was reported that oversensing was observed on both atrial and ventricular channels. This noise has been reproduced with the movement of the arm. X-rays showed that the two leads were in contact at a point near the clavicle. It should be noted that the patient was very thin and had chronic atrio-ventricular block iii and no spontaneous rhythm. In addition, the device was in the right side because of a previous infection and leads extraction on 2010. The patient had three revisions of the pocket and a thrombosis and stenosis of the subclavian vein. Recommendations were provided stating that a re-intervention should be evaluated, so as to check leads and pacemaker integrity and proper connection of both leads.

Event description:
It was reported that oversensing was observed on both atrial and ventricular channels. This noise has been reproduced with the movement of the arm. X-rays showed that the two leads were in contact at a point near the clavicle. It should be noted that the patient was very thin and had chronic atrio-ventricular block iii and no spontaneous rhythm. In addition, the device was in the right side because of a previous infection and leads extraction on 2010. The patient had three revisions of the pocket and a thrombosis and stenosis of the subclavian vein. Recommendations were provided stating that a re-intervention should be evaluated, so as to check leads and pacemaker integrity and proper connection of both leads.